Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported the manufacturer's representative was called to the pathologist's office to interrogate the device after the patient's death. It was noted there were 417 v-v intervals and the representative "thinks the device was intermittently undersensing." There is no allegation from a health care professional that the death was device related. The manufacturer's representative further reported the undersensing occurred at the time of the patient's event. The patient reportedly didn't feel well and collapsed. Her cardiologist stated the patient was in end-stage heart failure and the fluid level had been high for the previous 8-9 months. A pathologist additionally stated the cause of death was congestive heart failure, secondary to severe endstage idiopathic bi-ventricular dilated cardiomyopathy and said, there is no concern regarding device system function and no allegation related to the cause of death. Patient was not pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the manufacturer's representative was called to the pathologist's office to interrogate the device after the patient's death. It was noted there were "417 v-v intervals" and the representative "thinks the device was intermittently undersensing." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the manufacturer's representative was called to the pathologist's office to interrogate the device after the patient's death. It was noted there were "417 v-v intervals" and the representative "thinks the device was intermittently undersensing." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. The manufacturer's representative further reported the undersensing occurred at the time of the patient's event. The patient reportedly didn't feel well and collapsed. Her cardiologist stated the patient was in endstage heart failure and the fluid level had been high for the previous 8-9 months. A pathologist additionally stated the cause of death was congestive heart failure, secondary to severe endstage idiopathic bi-ventricular dilated cardiomyopathy and said there is no concern regarding device system function and no allegation related to the cause of death.